Manufacturer narrative:
Follow-up 1 : investigation outcome. It was reported that technical fault tf9950 had been displayed. Hamilton medical ag received the device log files for analysis. Upon review of the log files, no occurrence of tf9950 was recorded. However, the following technical faults were identified in the device logs: tf9907, tf2414, and tf5509, along with additional technical faults. The log data indicate that ventilation was stopped and the device switched to ambient state following the occurrence of tf5509 and tf9907. Additionally, a ¿power fail¿ and a corresponding ¿restart after power fail¿ were recorded on the date of the reported incident. No patient harm was reported, and no medical intervention was reported. Technical fault 5509 indicates that the error servo signal remains active for 5 seconds, indicating that the servo (inspiratory) valve is not functioning correctly. Technical fault 9907 indicates a faulty communication between ipp (panel) and vup (ventilation unit). The root cause was determined to be a defective inspiratory valve, which was replaced. Following the replacement, the device worked as intended.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the customer reported that tf9950 had been displayed. No health consequences or impact. Based on the log file analysis, no occurrence of tf9950 was recorded. However, the following technical faults were identified in the device logs: tf9907, tf2414, and tf5509.